Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 18033055 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. When the user inspected the device, it was noticed that the plug was accidentally released. The plug was not accidentally released inside the body. There was no reported patient injury. The status of the patient after the procedure good. The device was used in a case of middle cerebral artery stenosis, balloon dilatation and stent implantation. After the procedure, the exoseal was used to close the femoral artery puncture and smoothly went in to the unknown sheath. The hemostatic system was operated normally, the pulsatile blood flow stopped bleeding, and the vcd was completely withdrawn from the body. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The operator is trained in the device. The exoseal vcd was stored and prepped according to instructions for use (IFU) and was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. When the user inspected the device, it was noticed that the plug was accidentally released. The plug was not accidentally released inside the body. There was no reported patient injury. The status of the patient after the procedure is good. The device was used in a case of middle cerebral artery stenosis, balloon dilatation and stent implantation. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used in the procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The operator is trained in the device. The exoseal vcd was stored and prepped according to instructions for use (IFU) and was opened in a sterile field. After the procedure, the exoseal was used to close the femoral artery puncture, and it smoothly went into the unknown sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The hemostatic system was operated normally, the pulsatile blood flow stopped, and the vcd was completely withdrawn from the body. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. One non-sterile vascular closure device 7f was received for analysis. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was fully depressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white and red/black position and the guard was found locked. No anomalies were observed during the analysis. Exoseal functional testing was executed by moving the indicator window manually to analyze if the device would show functionality. It was observed that there was no evidence to conclude that the assembly process has generated any type of defect that may obstruct the movement mechanism of the window. Additionally, an analysis for the adhesive between the indicator tube and posts of the lock-out plate were executed. During this analysis, it was concluded that no anomalies were identified related to adhesive excess or obstructions that may impeded the window indicator movement mechanism. A product history record (phr) review of lot 18033055 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator window-no change to indicator¿ was not confirmed since the device passed functional analysis and was received in black/red/white position as expected. The reported ¿vascular closure device (vcd) deployment difficulty-premature deployment¿ could not be confirmed since there were no anomalies found during functional analysis, and the device was received in a deployed condition. The exact cause of the reported failures could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors may have contributed to the reported no change to indicator since the device passed functional analysis with the indicator window, and the device was able to be deployed. However, it is not possible to determine what factors may have contributed to the premature deployment of the plug due to the received condition of the device. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU states, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Additionally, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. Neither the phr review nor the product analyses of the device suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.